Event description:
It was reported that the left ventricular lead exhibited failure to capture. An x-ray was performed and it was discovered the lead was dislodged. The lead was explanted and replaced. The patient was discharged.